Event description:
Rptr complains of: diarrhea, melena, peptic disease, copd, chest pain, low back pain, shortness of breath, bronchitis, nausea and vomiting, hiatal hernia, general body malaise, chills and fever, anorexia, anxiety disorder, swelling, peripheral vascular disease, gastritis, duodenitis, early osteoarthritis, possible irritable bowel, ulcers, emphysema, possible implant rupture, arthritis symptoms in left hand and arm, shoulders, arms, back and foot swelling, legs get run down, foot and finger joint swelling, pain and stiffness in am, very dry skin, breast tenderness and pain with sharp burning, fatigue, swollen glands, general aching and stiffness, coldness and pain of extremities, weight loss, incorrect size of implants, malposition of left implant, breast looks caved in, implant migrates underarm, memory and sleeping problems, depression, and numbness and tingling. She was healthy before she had the implants.